Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - femoral component precoat size e minus(e-) left catalog # 00575001505 lot #: 64765201, stemmed tibial component precoat size 3 catalog #: 00598003701 lot #: j6889971. Report source: foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827 - 2021 - 00199, 0001822565 - 2021 - 02678. Investigation incomplete.

Event description:
It was reported a patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision due to unknown reasons approximately 5 months later. Attempts have been made and no further information has been provided.